Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion lower jaw broke. This occurred during a case when the knee completely jammed up in the lower jaw and broke off rendering it unusable. They were able to open another scorpion and complete the case with minimal disruption. This caused about a five-minute wait time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.